Event description:
On 1/28/1999 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 1/31/1999 the pt presented to the emergency room (and was admitted) with complaint of pain and cool right lower extremity. An arteriogram was obtained and showed a total occlusion of the right femoral artery. On 2/1/1999 the pt was taken to surgery where it was noted that a dissection of the intima (cause unk) had caused the occlusion and subsequent thrombosis. A right common femoral thromboendartectomy with placement of a gortex graft was performed. Pt noted to be doing very well. As of 3/8/1999 there has been no further report to the MFR of complication or additional pt sequelae.